Event description:
It was reported that an interlink continu-flo solution set leaked. This occurred when patient infusion was started. It is unknown if there was patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reporter phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.